Manufacturer narrative:
(B)(4). The device involved in this MDR report is not approved in the united states; however, it is similar to a device manufactured by sorin that was cleared or approved by FDA for marketing in the united states.

Event description:
The subject pacemaker was implanted on (B)(6) 2016 and programmed on safer mode at 60min-1. Reportedly, the physician observed on an external ECG an atrial pacing around 130min-1. The pacemaker was then interrogated and reprogrammed in vvi mode. On (B)(6) 2016, real time tests were performed and normal atrial and ventricular pacing in unipolar and bipolar configurations was observed. Following the implantation procedure, the ventricular lead impedance measurement was normal. However, it was reportedly not possible to perform again this measurement in the evening and on (B)(6) 2016. A double counting of atrial sensing events in unipolar and bipolar configurations was also reportedly observed during real time tests. Reportedly, aida reading could not be completed when the device was interrogated on (B)(6) 2016 in the evening, on (B)(6) 2016.